Event description:
The customer reported to baxter (B)(4) pharmacovigilance regarding a clearlink continu-flo solution set in which a pin prick hole was observed in the line. The nurse opened a primary line set and primed a medication (folinic acid). When the line was attached to the patient and the pump was started, it began leaking at the piggyback site closest to the patient. The process step is during use on patient, and any report of patient injury or medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation regarding the pin prick hole. During visual inspection a tear was found on the tail end section of the set, closest to the patient. The assignable root cause could not be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.